Manufacturer narrative:
Additional product: brand name: heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 30-sep-2022 / serial or lot#: (B)(4) UDI #: (B)(4), device available for evaluation: no, mfg date: 10-sep-2021, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited multiple power disconnect alarms which it led the battery to exhibit power switching. It was also noted that the batteries were changed and determined to be a problem with the controller. The controller and the associated battery were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. The battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to the handling of the device. Additionally, internal inspection revealed a crack on standoff post one (1) within the controller housing. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr (B)(4) was opened to investigate cracks on the internal threaded posts with controller 2.0. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections and communication errors between the controller and batteries. Analysis of the log files did not reveal any power disconnect alarms. However, review of the data log files revealed multiple instances where a battery¿s relative state of charge (rsoc) values were logged between 101-201, which are indicative of communication errors. No abnormal battery behavior was observed involving the battery. As a result, the reported events were confirmed on the controller. However, the reported power switching event against the battery could not be confirmed. A power source lubrication procedure had been performed on one of the batteries in accordance with the requirements under fsca cvg-18-q4-19 on 02/apr/2019. The other associated power sources had been lubricated prior to release. The most likely root cause of the reported premature power switching event can be attributed to communication errors between the controller and batteries and momentary disconnections, which may be contributed to contamination of the controller power ports and/or due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial #: (B)(6) h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.